Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting tasks including flushing the trigger and pre-trigger pumps and replacing the fitting of the concentrated buffer bottle. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint and no subsequent tickets regarding discrepant patient results. A review of historical data revealed no adverse trend, systemic issues, or nonconformances associated with the alinity I list number 03r65-01. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
Additional occurrences were provided. No adverse impact to patient management was reported. Sid (B)(6): (B)(6) 2021 several times with a reactive result: 10.46, 3.83, 6.55, 6.23, 7.71, 7.44 s/co. Western blot negative. New sample results: 0.05 and 0.07 s/co nonreactive sid (B)(6): results of 2.17 s/co reactive, repeated in the same tube and came out to 2.71 s/co reactive. Repeated with a new tube (same centrifuging conditions, it was a tube from the same day) and gave a result of 0.06 s/co nonreactive sid (B)(6): this patient gave a result of 8 s/co reactive after he had just had a covid infection. The sample became negative after a few days, now the values are reactive 1.01,1.04 and 0.96 in another tube. Sid (B)(6): reactive values of 8 and 10 s/co, new sample still came out positive, 5 s/co, but the viral load was negative.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed (B)(6) I hiv combo results for patient samples that repeated (B)(6). The following examples were provided. Sid not provided: (B)(6) 2021. Two identical blood collection tubes with separator gel were drawn at the same time from the same patient. Both tubes were centrifuged at the same time in the same manner. Tube #1: (B)(6). Tube #2: (B)(6). Sid (B)(6) 2021 initial (B)(6). No adverse impact to patient management was reported.